Event description:
The customer reported that their pump received a power source alert when trying to charge the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.